Manufacturer narrative:
Follow-up #2 date of submission 01/16/2012 - device evaluation: the pump has been returned and evaluated by product analysis on 12/21/2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The data from the reported event data (B)(6) 2011 is unavailable for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that she experienced a blood glucose (bg) as high as 17.9 mmol/l with nausea. The patient reported that her bg has been erratic since (B)(6) and has been responding inconsistently to boluses and injections. She stated there was wetness at the site when she removed it (B)(6) but there was no wetness at her new site. She denied having a bent cannula when she removed either site. She reported that she opened a new vial of insulin (B)(6); she confirmed that it is not expired, cloudy, or exposed to extreme temperatures. She reported that she was still in the hospital for a non-diabetes related surgery. Customer support concluded that there was no product defect found. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.